Event description:
Additional information was reported. It was reported that the therapy worked at first when implanted, and then it stopped helping symptoms. A doctor looked at it, contacted a manufacturer representative, and determined that another healthcare provider had wired the device incorrectly. The placement was not correct. The patient had a revision surgery in (B)(6) 2015 and after that, reported the device worked fine. The revision surgery was previously reported in this file.

Manufacturer narrative:
(B)(4) no longer applies to this event.

Event description:
Additional information from the consumer reported that the cause of the revision was because the lead was in incorrect location which in result caused shooting/ electrical running pain down the patient's leg. X-rays were performed and also changed the variation on the device with no results. There were no results; no effective ones seemed to work.

Manufacturer narrative:
(B)(4).

Event description:
The patient reported she had a revision in order to move the wires to a different location. No action required as revision has already occurred and the patient had recovered. Symptoms reported were none. Event date was in (B)(6) 2015. The indications for use for this patient was gastrointestinal/pelvic floor. Additional information was being requested from the patient regarding cause of the lead revision. Follow up will be submitted if additional information is received.